Manufacturer narrative:
The t:slim x2 user guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer did not interact with the pump for 12 hours prior to the alarm. Tandem technical support (cts) educated the customer on the reason for the alarm; the customer acknowledged. Although cts advised for the customer to consult with health care provider before changing the setting, the customer turned off the setting at the time of the report.